Event description:
A disposable surgical instrument package that is distributed by us was being used during a surgical procedure where the tip of a side cutting burr broke off in the pt. The side cutting burr was being used to prepare a proximal interphalangeal joint for a prosthesis. The surgeon did not retrieve the broken piece and left it in the pt.

Manufacturer narrative:
This has been reported to the manufacturer for assistance with the investigation into this event. When the investigation has been completed and/or additional information is received, a supplemental report will be filed appropriately.